Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The more than 80% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After the lesion was pre-dilated with 2.50x15mm non-boston scientific balloon catheter, a 2.75 x 48 synergy drug-eluting stent (des) was deployed. However, during post dilation, a flow-limiting proximal segment of stent dissection was noticed. Another stent was deployed to cover the dissection, and the procedure was completed. No further patient complications were reported, and the patient status was stable post procedure.